Event description:
It was reported to medtronic neurosurgery that a valve implanted in (B)(6) 2012 was explanted as there was a split in the reservoir.

Manufacturer narrative:
The valve was patent. It did not meet specifications for the leak test as there were two large tears about 0.7 cm and 0.5 cm wide in the top of the reservoir. This damage precluded additional functional testing. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.